Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fracture remains unknown.

Event description:
The catheter was noted to have a fractured tip. Multiple attempts were made to gather further information, however no further information was available.